Event description:
It was reported that the patient had numbness and paresthesias that were exacerbated with the implantable neurostimulator (ins) off, at 0v and not delivering anything. Additional information received a week later indicated that impedance testing was performed on (B)(6) 2012 and was normal. It was reported that the patient fell recently and hit his head "with force". A fractured lead was suspected and an MRI had been scheduled to confirm this. It was also noted that the patient only felt discomfort when his ins was turned off. Otherwise, the patient's chief complaint was reported to be lack of tremor control on his right side.

Event description:
Additional information received reported that the patient was scheduled for an MRI in january. No further information was provided; however, if more information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0454516v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0454516v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0454516v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0454516v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported that a CT was taken and the surgeon confirmed there was not a lead fracture. The patient was referred to another hcp for more complex programming to help with tremor control.